Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during device preparation when the first 23mm commander delivery system was flushed, the sideport of the delivery system fell off the white handle and was unusable. Another 23mm commander delivery system was opened which was intact. This second delivery system was used to successfully implant a 23mm sapien 3 ultra resilia valve in the aortic position. The procedure went fine.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported under MFR report number 2015691-2024-03664. A previous investigation to determine the cause and assess the risks associated with flush tube bond events was performed by edwards lifesciences. In the majority of the procedure-related events reviewed, the issue was observed during device preparation and the commander delivery system was exchanged without harm to the patient. In the remainder of the procedure related events, the issue was also observed during device preparation and the commander delivery system was used successfully in the procedure without harm or injury to the patient. At this time, the information available for this event does not suggest this malfunction has the potential to cause or contribute to a serious injury or death, and therefore is not FDA reportable.